Event description:
Customer stated the di water reserve valve body cracked and leaked water onto the floor. The water was in a walkway in front of the analyzer. No pt samples were involved and no one was injured. Customer ordered and installed a new valve body which resolved the leak.